Event description:
In 2007, pt was sleeping and was awakened by a beeping sound. He got up and it stopped when his feet hit the floor. When he sat down on the side of the bed, it started again and he felt heat. As a result, he suffered severe burns etc. Subsequently, device removed and taken by representative of guidant. Pt was informed that boston scientific has not tested the device.